Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was fired across the duct and the device could not be removed, the device was pried off. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.